Event description:
The facility's purchasing agent informed the MFR's rep of the following: the scrub nurse noted a hole in the locking sleeve on the catheter. Another device was obtained and implanted. No further details were provided.